Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptoms are known risks associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing recurrent urinary incontinence. During evaluation, fluid loss from the system was identified. Urethral atrophy was also observed at the original cuff site during the procedure. The existing device was removed and replaced, and a new cuff was placed more distally. There were no further patient complications reported.